Event description:
A (B)(6) year old male presented for a low anterior colon resection and dissection of rectal mass. Three covidien tri-staple 2.0 staplers misfired during the procedure. When the first stapler misfired, the handle also broke off. All three staplers were replaced with a new stapler after each misfiring. A covidien universal powered stapler was used next (gia ultra). The surgeon discovered that the staple line was not holding. Another brand of stapler was brought in to complete the case, without complications. The partially stapled tissue resulted in a large opening and loss of length of the rectum. A diverting ileostomy was performed. An additional surgery will be required. Stapler #1 tri-staple 2.0 (misfired and handle broke). Model/catalog #sigradmt stapler #2 tri-stapler 2.0 (misfired). Model/catalog #sigradmt stapler #3 tri-staple 2.0 (misfired). Model/catalog #sigradmt stapler #4 covidien endo gia (staple line did not hold). Model/catalog #egiaustnd lot#, serial#, expiration date and UDI# - unknown.